Manufacturer narrative:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device. There was no report of patient harm or injury. The device was returned to a third-party service center. Evaluation result confirmed no visible foam particles. The technician also confirmed presence of white substance contamination in the device as secondary findings. The device's downloaded event log was reviewed by the manufacturer and found one error. The device was scrapped. This notification is being reviewed due to a user of a dreamstation auto CPAP device. Review of the complaint information found that no death or serious adverse event occurred. The device evaluation found no evidence of foam particles. In addition, there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. This complaint is not reportable to any regulatory agencies.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device. There was no report of patient harm or injury. The device was returned to a third-party service center. Evaluation result confirmed no visible foam particles. The technician also confirmed presence of white substance contamination in the device as secondary findings. The device's downloaded event log was reviewed by the manufacturer and found one error. The device was scrapped.